Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6-health impact changed to 2645. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. The btt had a rubber gasket on the btt. There were no visual defects observed. Additional information received 27 mar2025 from acct mgr missing piece was found when opening kit onto the sterile field. The patient was not in the room yet. Based on the additional information received, returned condition of the device as well as the evaluation results, the reported failure "component missing" was not confirmed. The lot #3000462050 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they opened a vasoview hemopro 2 kit and discovered the second rubber gasket that goes on the trocar was missing from kit. This was found when opening kit onto the sterile field. The patient was not in the room yet. The kit was not used on a patient. The customer had to open a second kit to do the case. There was no patient injury. There was no procedural delay. There was not any broken or damaged equipment in the patient or left behind in the patient.